Manufacturer narrative:
Investigation of returned device revealed that the guidewire was inserted through the microcatheter, tip approx. 25mm of guidewire was protruded out from tip of the micro catheter. Nothing irregular but a bend of guidewire was observed within tip 15mm of the guidewire where middle brazing is prepared, while the coil wire was missing within 10mm proximal to the middle brazing. Scratch damage was found on the coil, which was supposed to have occurred during the manipulation with the snare. Within the microcatheter, coil of the guidewire was found but it was not thought as the missing coil outside of the microcatheter. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency.. Based on the obtained information and the outcomes of the investigation of the returned devices, it was supposed that rotational manipulation to the guidewire was performed in attempt to cross the calcified lesion during the retrograde approach, and the coil wire loosened due to excessive rotation. During the procedure thereafter including the snaring attempt to pull out the guidewire to antegrade side, coil wire might be broken apart due to the force exceeding the product design limit, missing coil might have been removed out with the snare device, however this could not be identified. IFU describes in its warning; when torquing this device inside the blood vessel, do not torque continuously in the same direction. This may cause the device to be damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the device, rotate it clockwise and counterclockwise alternatively. Do not exceed two rotations (720 degree) in the same direction. The coil section is especially fragile, so do not bend or pull it more than necessary, otherwise the device may be damaged.

Event description:
Reportedly, to treat a heavily calcified lesion at sfa, subject guidewire was advanced by retrograde manner with support of microcatheter, however, the guidewire could not cross the lesion. Leaving the guidewire in vessel, another guidewire was advanced by antegrade approach and crossed the lesion. A snare device was advanced as an exchange device to trap the tip of the subject guidewire to pull back to antegrade side, however the guidewire was found stuck in the vessel, the attempt was not successful. Subject guidewire was removed out to retrograde site, it was found that some part of the guidewire coil was missing. Reportedly physician performed angiography and confirmed no part of the guidewire was left in the vessel, ppi procedure was continued and completed by deploying a stent. No complication is reported with the patient.

Manufacturer narrative:
(B)(4).